Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Expiration date - unknown. Manufacture date - unknown. This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2014-08352 / 08355).

Event description:
It was reported that an initial total foot system procedure occurred on (B)(6) 2014. Subsequently, the plate, 30mm cortical screw, 3.5mm locking screw, and a 3.5mm cannulated screw fractured. Additionally, there was a 28mm cortical screw and 3.5mm locking screw that backed out. No revision is scheduled at this time.